Manufacturer narrative:
(B)(6).as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a surgical procedure of the distal femur (33-a3) the radiolucent drive device stopped turning while applying a 340mm distal femoral nail for proximal fixture. It was reported that the surgeon proceeded by screwing the nail in with a 4.0mm drill by freehand to complete the surgery. It was reported that there was a five minute delay due to the event. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the radiolucent drive did not work, the gear wheels were damaged and partly broken, the safety clutch worked but was worn out and the torque was higher than 1.8 nm ¿ approximately 2.0 nm. It was further determined that the radiolucent drive was worn out and damaged by long term or excessive use. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.